Event description:
Reporter indicated a vns patient was found to be at unintended settings upon interrogation. Review of recent programming history by the reporter revealed an interrupted normal mode diagnostics test in (B)(6) 2010 is believed to have caused the settings to change. Attempts for actual programming history and further information are in progress.